Event description:
It was reported by svc report that the customer alleged the head end jack would not raise fully; however, stryker tech could not duplicate the event. The product met and performed to specifications. No pt involvement or adverse consequences are reported.